Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check during the pressure transducer test. The fault was isolated to the turbine module, information has been received stating that the turbine module cannot be returned for investigation. The customer ventilator device logs was however received for evaluation. The review of the ventilator logs can confirm the reported failure during pre-use check, the logs also shows that a technical alarm was generated during ventilation, indicating turbine module failure. This issue has been investigated before and the cause is due to a defect turbine in the turbine module, this caused the unit to generate a technical alarm and caused the device to fail pressure transducer test in pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).